Event description:
It was reported that a malfunction alarm, identified as malfunction 0, occurred. There was no reported impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur thereafter. The customer was advised to continue using the pump and to call back if the issue occurred again, which the customer acknowledged.